Event description:
A nurse reported air was infused into the eye while using fluid irrigation. There were no visible bubbles in the irrigation line. No patient harm was reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not be determined. (B)(4) - (air leak). (B)(4).